Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high and increasing thresholds. The lead was removed and an epicardial lead was implanted. It was further reported that the device was replaced due to early battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.